Event description:
The customer reported leakage at the blue safety clamp during preparation. There was no patient impact, however the nurse was in contact with cytotoxic material. The following investigation activities were performed. Retained samples were checked along within production documentation without finding any indication to the complaint reason. The product / sample in question was not available for review. Without the actual sample a detailed analysis is unfortunately not possible and the complaint issue was not able to be reproduced.